Manufacturer narrative:
Concomitant products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3987a, lot# lb8879, implanted: (B)(6) 2004, product type lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3987a, lot# lb8879, implanted: (B)(6) 2004, product type lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).

Event description:
It was reported the patient is charging daily and the batteries are ¿running out of charge almost immediately¿. It was reported the patient has been recharging every day for one month prior to report but prior to that they were only charging every three weeks. It was noted the patient has one bipole programmed at 4 volts. It was reported the patient charges their device fully before bed and in the morning the battery life is half gone. It was noted the patient has two implantable neurostimulators (ins). It was reported the ¿right side¿ runs out faster than the ¿left side¿. It was reported the manufacturer representative checked the recharging stats and the patient had an average charge time of 1.3 hours to reach 100% charge. It was reported the patient¿s electrode impedances on the ¿right side¿ range from 680-760 ohms. It was noted the patient does not have cycling. It was further noted the typical recharge time was 1.2 hours but the patient stated ¿it is longer¿. It was reported the patient¿s normal amplitude is 2.4 v however the patient stated they were ¿at 1 -1.5 v but the turn them down before bed to 4 v¿.

Event description:
Additional information reported indicated that the patient was using the system with no problems.

Event description:
Additional information received reported the surgery had gone fine and the patient was doing fine. It was noted the devices would not be returned. It was stated there were no complaints on any devices.

Event description:
Additional information received reported the patient was having both implants changed out from the restore ultra to restore advanced to get longer recharge interval and the switch out was going to happen on the day of report. It was noted there was 1 program on the point lead on the ultra, with -0, +1 190hx, 570us, 6.0v. It was logged the patient's electrode impedances were between 756 to 1010. It was reported there was "3 days for ultra eol" and "2 days for ultra eol" on the two ultra neurostimulators. It was noted the reporter did not have group impedances. It was reviewed that the recharge interval would be about double for restore advanced in comparison to the ultra.